Manufacturer narrative:
The perforator bit subject to this MDR was not returned to MFR for eval, it was discarded. Lot number info was not provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a cranial procedure for an aneurysm, the dura was torn. It was also reported that as a result of this event there was potential injury to the brain in the form of a cerebellar contusion. It was further reported that the procedure was completed successfully.